Event description:
It was reported that the patient presented to the emergency department as they received several inappropriate shocks and thought they ¿may die¿. The patient followed up with a health care professional and was told that the device malfunctioned. It was also noted that the patient had been shocked in previous years leading up to this event. Follow up with the health care provider indicated that the patient received inappropriate shocks at the time of the report and in previous years due to t-wave oversensing (twos) and noise on the right ventricular (rv) lead. The rv lead sensitivity was previously adjusted but the patient was lost to follow up for some years as they were living out of the country. Follow up also indicated that the ICD was at elective replacement indicator (eri). The ICD was programmed off and replacement of the rv lead was planned. The rv lead remains in the patient. No further patient complications have been reported as a result of this event.